Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 97713, serial # (B)(4) showed no anomalies. Analysis of lead model 977a260, serial # (B)(4) showed conductors 0-7 were broken 18.5 cm from the distal end (at/near the injex anchor). The outer insulation was intact. Open circuits were seen and no short circuits were noted. Analysis of lead model 977a260, serial # (B)(4) showed no anomalies.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the manufacturer¿s representative reported that the patient had a significant fall soon after their implantable neurostimulator (ins) was implanted and, subsequently, out-of-range impedances (oor) impedances were seen. As a part of diagnostics/troubleshooting, the ins system was interrogated on (B)(6) 2016 and impedances were out of range on electrodes 0-7. Interrogation of the device system on (B)(6) 2016 showed all 16 electrodes were out of range (>10,000 ohms). As a result, the entire ins system was removed on (B)(6) 2016. The plan was to replace the leads but due to the patient¿s spine anatomy the leads were unable to be replaced. The patient was soon to have a pump implanted instead. The issue was reported as resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative confirmed that on (B)(6) 2016 an impedance check was performed (at 0.7 volts) and values of >10,000 ohms were measured on electrodes 0, 1, 2, 3, 4, and 5. On (B)(6) 2016 an impedance check (run at 0.7 volts) showed values of >10,000 ohms on all electrodes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.